Manufacturer narrative:
The medical history was received and evaluated. Pt gender and explant date have been corrected. Co's conclusion remains the same: the implant is not believed to be the cause of failure. No information was received regarding the removal of the implant after only 2 months.